Manufacturer narrative:
The investigation into the high purge pressure and the purge leak ¿ pump issues has been completed since the initial report was submitted. The device was not returned for investigation. According to clinical records, the doctor reported high purge pressure without observing any kinks in the purge line. Subsequently, the pump was explanted after a leak was observed from the yellow lure. The cause of the high purge pressure and the purge leak issues was not determined since product was not returned and limited clinical information was provided.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, evaluation of the device was not possible. Upon conclusion of the investigation, a supplemental report will be submitted. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir. ¿clean the connector cable with 70% isopropyl alcohol.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a patient of unknown age and gender was implanted with an impella cp for mechanical circulatory support. A high pp was reported even though there were no kinks noted on the purge line. All mechanical causes were ruled out and lysis therapy was started. A few hours later, the purge arm started leaking and the pump was therefore explanted. There was no patient harm.